Event description:
Caller reports that the pt tested 4.4 inr and 4.4 inr during duplicate testing on the same device, however a comparison lab returned as 2.8 inr. The blood for the lab was reportedly drawn within a few minutes of the device comparison. Caller reports that the pt's coumadin was held due to device results, however, no adverse event reported. Requested return of suspect device and replacement was sent.